Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in the left common femoral artery with a proglide device using the preclose technique. Reportedly, three cuff misses occurred with three proglide devices. The sutures of two additional proglide devices were successfully placed using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 16f for the aaa procedure. The aaa procedure was completed and the two successfully pre-placed sutures achieved hemostasis. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.